Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was capped and replaced with a new competitive lead for an unknown reason. No further information is available.

Manufacturer narrative:
(B)(4)

Event description:
New information received states the reason the sense/pace portion of lead was capped due to poor sensing values. The patient condition was stable during and after the procedure.